Event description:
It was reported that during a low anterior resection procedure, during the procedure, when the surgeon squeezed the trigger of the device to be fired, the stapler did not replace the staples on the posterior wall and thus was not able to cut it. There were only a few staples replaced on the anterior wall. No pt consequence.